Event description:
The doctor in haste clamped the pencil cord with a metal clamp. While doing the procedure, a resident leaned their elbow over the site and received a shock. All the equipment was checked and was okay. Then when the procedure started again there was smoke. They then discovered a damaged spot on the pencil cord where the clamp was attached. The patient received a burn, super clavicular, 1cm x 1/2cm, in the shape of the clamp. Probably 2 degrees.